Event description:
During a retrospective review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified of a pt treatment event on (B)(6) 2013. The pt received six inappropriate shocks on (B)(6) 2013. Supraventricular tachycardia contributed to the false detections. The response buttons were not pressed during the entire event. The pt was conscious at the time of treatment. Further investigation revealed that the pt had been in the hospital since (B)(6) 2013. The pt's doctor ended use of the lifevest on the pt after the treatment events. After ending use of the lifevest, the pt passed away later on (B)(6) 2013. The pt was not wearing the lifevest at the time of death. There were no allegations made against the lifevest. The equipment was fully functional upon return. Zoll cannot definitively rule out the inappropriate treatment as a contributing cause of the death.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4) - reuse. Electrode belt sn (B)(4), manufacture date: 02/2013 - reuse.